Event description:
It was reported the patient felt ¿no stimulation¿ while walking for an hour during the day prior to report. It was further reported the patient¿s device came on ¿all of the sudden¿ to a setting of 6.0 volts. The patient noted their device indicates that she is ¿upright and not walking¿ while she is walking. It was stated the patient felt that she had ¿lost two programs within the last week.¿ the patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was the programmer's communication with the implantable neurostimulator (ins). It was stated that the programmer was not working properly and that it would not communicate. On (B)(6) 2013 the programmer and antenna were replaced. The patient was not hospitalized and there was no patient injury.

Event description:
Additional information received reported that the patient¿s antenna was not locating the patient¿s device. It was noted that this had been happening since the patient was implanted. It was reported that the patient thought it was because of the inflammation in the patient¿s back. It was noted that the patient had an antenna jack issue. It was reported that all of a sudden ¿it just zips me and just turned off¿. It was noted that for a couple weeks prior that patient ¿can¿t feel a thing and all of the sudden it just turn on¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).